Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("ovarian cramps") in a 38-year-old female patient who had essure (batch no. B42241) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. In 2015, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue,") and headache ("headaches"). Essure was removed on (B)(6)2017. At the time of the report, the adnexa uteri pain, fatigue and headache outcome was unknown. The reporter considered adnexa uteri pain, fatigue and headache to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: patient date of birth specified, removal date confirmed. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("ovarian cramps") in a 38-year-old female patient who had essure (batch no. B42241) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue,") and headache ("headaches"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia") (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy via laparoscopy with inserts removal). Essure was removed on (B)(6) 2017. At the time of the report, the adnexa uteri pain, metrorrhagia, fatigue and headache outcome was unknown. The reporter considered adnexa uteri pain, fatigue, headache and metrorrhagia to be related to essure. The reporter commented: essure inserted with two trailing coils on right and three on left. Essure removal was performed on patient's request. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure insertion details (essure inserted with two trailing coils on right and three on left); new event (metrorrhagia); and essure removal method (total hysterectomy and bilateral salpingectomy via laparoscopy with inserts removal - essure removal was performed on patient's request). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("ovarian cramps.") In a female patient who had essure (batch no. B42241) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue,") and headache ("headaches"). At the time of the report, the adnexa uteri pain, fatigue and headache outcome was unknown. The reporter considered adnexa uteri pain, fatigue and headache to be related to essure. The reporter commented: removal of inserts scheduled for (B)(6) 2017. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented adnexa uteri pain ("ovarian cramps.") Amongst additional non-serious events. The reporter assessed the relation between essure and the reported serious event as related. Adnexa uteri pain is serious due to its medical significance and anticipated in essure's reference safety information. After essure insertion, pelvic (including ovarian), back and uncharacterized pain may occur. In this present case, the event occurred while essure was in place. Given event's nature and absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since a device removal is scheduled. A product technical analysis is being sought. No further information can be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("ovarian cramps.") In a female patient who had essure (batch no. B42241) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue,") and headache ("headaches"). At the time of the report, the adnexa uteri pain, fatigue and headache outcome was unknown. The reporter considered adnexa uteri pain, fatigue and headache to be related to essure. The reporter commented: removal of inserts scheduled for (B)(6) 2017. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: adnexa uteri pain - analysis in the global safety database 58 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number b42241 (production date 10-jun-2013, expiration date 30-jun-2016). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.